Event description:
It was reported that during a sfa stenting for stenosis, the device only partially deployed and the doctor had to pull the delivery system and the stent out together. No injury to the patient.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The returned sample was evaluated. The examination of the returned device confirmed the tear-off of the outer sheath at the reinforcement. For this reason, it was not possible to perform a function test. The tear-off and the elongation of the outer sheath over the entire length indicates the occurrence of high deployment forces during the attempt to release the stent graft. However, as no images and no additional info was available, no further investigation could be performed and the root cause of the complaint could be determined. This application represents an off-label use for this device. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The information for use supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.